Manufacturer narrative:
H3 other text : device is end of life.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that device failing the self-test. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy capacitor. The reported problem was confirmed. Based on the information available, device is eol (end of life) and no work performed by philips. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Device is eol (end of life) and no work performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.